Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device's functionality was tested and was found to be normal. The device sensed and paced normal on the bench and throughout automated electrical testing. The device's header was x-ray inspected and no anomaly was observed. The pacing output and lead impedance were measured and found normal. The root cause of the field anomaly was not determined but suspected to be a device/lead connection issue.

Event description:
During implant at the end of the surgery, rv exit block, high impedance and lv exit block were observed. The x-ray shows both leads in the same position. A new surgery was performed. During the procedure, noise was observed via manipulation of the leads. Device header issue suspected. The device was explanted.